Manufacturer narrative:
Final report, no new info. (B) (4). The review of the DHR (device history records) and of the analytical results of the involved batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for f/u info received on 11/06/2009 from a nurse: this case initially considered non-serious was upgraded to serious due to persistent/significant disability/incapacity and deterioration in pt's mental health. This case concerns a (B) (6) female pt. There were no concomitant pathologies and no medical history was provided. The pt had not experienced similar events after treatment with poly-l-lactic acid. It is unk if the pt had experienced similar events after treatment with any other product. No histology or laboratory tests were performed. On (B) (6) 2008, the pt received treatment with poly-l-lactic acid diluted with 2 ml lidocaine with 2 vials of 7 ml in total injected into her temple and area between her nose and ear. Batch number a7022, exp 10/2009. The first treatment showed good results and on review. There were no signs of infection or adverse results. The reporter stated that "this would suggest that the issue was with the pt's home/self-post treatment massage and a possible infection." Consultation notes state: slight bruising may follow otherwise uneventful. On (B) (6) 2009, the pt received treatment with poly-l-lactic acid (sculptra) diluted with 2 ml lidocaine with 1 vial of 7 ml in total injected into her temple, area between the nose and the ear, and area above the jaw. Batch number a7023 exp 11/2009. Consultation notes: slight lump on cheek appeared due to inappropriate massage. The nodule reduced after firm massage. Uneventful procedure. Due to potential formation, reinforced importance of massage and demonstrated various massage methods. On an unk date, the pt developed severe acne type boils resulting in scarring of the face. Corrective treatment was given by a consultant. No further details were provided regarding the corrective treatment. The pt has an expert statement saying that the product caused the event and she has been further scarred by treatment given to resolve the adverse event. The pt is blaming poly-l-lactic acid therapy for her permanent disfigurement. The causality assessment between the events and poly-l-lactic acid therapy was reported as highly probable.

Event description:
Initial report: this non-serious spontaneous case report from (B) (6) was reported by an administration (nos) to our local affiliate ((B) (4)). This case involves a female pt (age nos) who received poly-l-lactic acid (sculptra) therapy. Details of therapy were not reported. A few months ago, the pt developed an acne type reaction. The pt's dermatologist said that poly-l-lactic acid was not responsible and that she had a bacterial infection, which could have occurred after any product was injected. The pt returned to the clinic on (B) (6) 2009, and another dermatologist thought that poly-l-lactic acid had caused the event by blocking her pores, causing the infection. The reporter stated that the event had flared up again. It is unk if any corrective treatment was given. A ptc (pharmaceutical technical complaint) was initiated: (B) (4). Addendum for f/u info received on 09/12/2009. Ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable.